Event description:
The hcp was reporting an 18ml pocket file of baclofen 2000mcg/ml. After the pocket fill, the pump was successfully filled with 18mls of baclofen 2000mcg/ml. 20 minutes later, the pt was asymptomatic. The pt was evaluated for a few hours and then sent home. The pt is reported to be doing very well and appears to be fine.

Event description:
Additional information from the hcp reports the patient also experienced an acute exacebatiion of her multiple sclerosis. The hcp was unable to aspirate fluid. The pump and catheter were explanted and replaced. The patient is reported to have recovered without sequela.